Manufacturer narrative:
The device was returned to olympus for inspection. Although it is difficult to determine the specific cause, it is speculated that the following factors may have caused the zoom malfunction: ·due to external stress such as bumping or falling on the tip of the scope, the zoom unit mounted on the tip of the scope was damaged, and the zoom lens frame was tilted, making it impossible for the lens to slide. ·the zoom wire deteriorated or was damaged (frayed) due to repeated operation of the zoom lever. ·the internal focus pipe broke due to repeated bending and excessive bending of the insertion part (under the oledome). A root cause could not be identified for the foreign material in the nozzle. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established is the reported risk/harm listed in the IFU? The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope's air/water nozzle had foreign objects and due to damage on ccd, the zoom function is not smooth. There was no patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 08/18/2025. The medical device problem code "misfocusing" and the investigation findings " stress problem" were submitted in error.

Event description:
It was observed that during the device evaluation, the colono videoscope's air/water nozzle had foreign objects. There was no patient involvement.